Event description:
It was reported that following a recent implant procedure, it was noted the next day that the atrial lead had dislodged and fallen into the right ventricle. A procedure to reposition the atrial lead was completed successfully. All lead parameters were satisfactory. There were no patient symptoms prior to the procedure and no patient consequences before, during or after the procedure.